Event description:
Additional information was received from the consumer. It was reported that she had been having trouble for the last couple of months prior to the report and wanted to know the steps to have the ins removed. The patient also stated that she was having pain in the left side and leg. An MRI was performed and the patient was told that the leads moved a bit but not to a point where they needed to be revised.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient felt shocking with stimulation on and there was lead migration; these issues began in (B)(6) 2016. MRI compatibility guidelines were requested. The healthcare professional wanted to know whether the reported issues affected MRI eligibility for full body; it was reviewed that ¿no,¿ they did not. The healthcare professional was unable to use the remote to see full body at the time of report, but knew the patient was full body eligible. It was noted that the implantable neurostimulator (ins) was off. The patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.